Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that patient underwent an explant procedure and was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm. Model #: sc-4319, lot #: 19852077, description: clik x MRI anchor. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a pocket revision procedure.